Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2007. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert due to non-sustained episodes and short v-v intervals. The lead was also noted to have high thresholds and high pacing impedance. A fracture was confirmed. The lead was partially removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The distal coil portion of the lead "broke off" and remains in the subclavian vein. No further patient complications have been reported as a result of this event.